Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge when placed on the charging pad, resulting in the pump running out of power after the user delayed charging with a reported blood glucose of 401 mg/dl; troubleshooting included advising the user to connect the charger directly to a wall outlet and to try an alternate charging pad, and the issue aligned with a charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.